Manufacturer narrative:
Continuation of d10: product ID neu_wrench_acc. Serial# unknown: product type accessory product ID 977006. Serial# (B)(6). Implanted: (B)(6) 2025: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the rep was in a case on friday and they got out a battery for a replacement and contacts 0-7 were red. They pulled the lead out of the header, wiped it and eventually were able to get two green electrodes. They then tried flipping the wires and this still did not resolve the issue. Rep states they ended up getting another battery and had no impedances out of range with the new battery. Rep plans to send other battery for analysis. Additional information was received from the manufacturer representative (rep). The rep was unable to capture any impedances. The device was being shipped out today.

Manufacturer narrative:
Product analysis # (B)(4): analysis information - 14.01.2026 14:33:32 cst pli# 20 product ID#: 977006 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found that the sealing ring from the port entry of the #8-15 connector port had a hemispherical shape cut out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.